Event description:
The customer reported that the tube had been in the patient for many days prior to a fault in the pilot balloon in the portion opposite nearest to the pilot line. The patient was not ventilated and was assessed to be appropriate for a change to a cuffless tube. A non-routine replacement of the tube was required.